Event description:
It was reported that high pacing impedance and high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead is being monitored and the patient was in stable condition.